Manufacturer narrative:
Product analysis results are: the event was confirmed as the front grip was returned fully detached from the delivery system. Evidence of the bailout technique was found as markings on the screw gear tabs correspond with the handle disassembly ports on the front grip, which was the likely cause of the screw gear tab breaks. The root cause of the front grip break could not be conclusively determined.

Event description:
Additional information was received from japan and confirmed the following: the front grip detached during the procedure. It could not be confirmed that the bailout technique was performed.

Manufacturer narrative:
Information was received from (B)(6) not japan.

Event description:
An endurant stent graft system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the device was inspected prior to use and no issues were observed. During the index procedure, the front grip of the delivery system was found broken, therefore the stent graft could not be deployed normally. The device was removed from the patient. The physician used another device, and the procedure was successfully completed. Per the physician, the cause of the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.